Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 500 range. Customer was exhausted, thirsty, urination and ketones. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specification. The device passed all functional testing and no unexpected low reservoir or excessive no delivery alarms noted.